Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure and the patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. The report indicated that a trace pericardial effusion was noted at the beginning of the case using intracardiac echocardiography (ice)(soundstar crystal). The ice and the coronary sinus (cs) catheters were the only catheters advanced into the body at the time. The trace pericardial effusion was marked with an ultrasound contour on the carto 3 system, and the physician was made aware. The procedure continued. They mapped in the left ventricle for about 50 minutes. The mapping began at 8:45am. During mapping, very high force values were displayed on the carto 3 system. The force streaming error (unknown error code) was displayed on the carto 3 system. The ablation catheter was pulled back into the left atrium, the ablation catheter was zeroed, and the catheter cable was reseated. The issue was resolved and the procedure continued with mapping for about 10-15 minutes. The ablation lesion was performed at 9:38 am on the posterior medial path. It was noticed on the ice catheter that the pericardial effusion had grown "quite large". The catheters were pulled and the patient was monitored. The medical intervention performed was pericardiocentesis. The procedure was aborted. The pericardial effusion significantly improved since performing pericardiocentesis. About 3 premature ventricular contractions (pvcs) were observed following ablation and while the physician was performing the pericardiocentesis of that original morphology. The pvc burden had gone down. The physician believed that the pericardial effusion was more of an atrial effusion than a ventricular effusion. The pericardial effusion size had decreased and the drain for pericardiocentesis was removed. The last known patient status was stable. The physician¿s opinion on the cause of this adverse event was possibly the sheath, maybe getting transeptal access, or maybe ultrasound (uls) in the right ventricle (rv), but could not pinpoint causation. An echo was performed in recovery and no effusion was noted. The patient fully recovered (no residual effects). The patient stayed overnight and was discharged the next day. Other relevant history/preexisting condition was trace effusion was noted using soundstar crystal at the start of the case, prior to going transeptal or into the left ventricle (lv). There were no catheter exchanges that occurred during the procedure. One transseptal puncture site was performed during the procedure. One radiofrequency (rf) ablation was performed on posterior medial papillary muscle in the left ventricle (lv) at 40 watts.